Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 93% stenosed, 8.00mm in length target lesion was located in the moderately tortuous, calcified and 3.00mm in diameter left anterior descending artery. A 3.0mm x 8mm quantum¿ maverick¿ balloon catheter was advanced for pre-dilatation. However, during the first inflation, the balloon ruptured. The device was completely removed and the procedure was completed with another 3.0mm x 8mm quantum¿ maverick¿ balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick mr balloon catheter. The balloon was loosely folded with blood in the wire and inflation lumen. Microscopic inspection revealed a burst in the balloon material, 6mm in length and numerous kinks in the hypotube, and a kink in the inner shaft (inside the burst area) that was 4mm from the tip. Inspection of the remainder of the device revealed numerous kinks in the hypotube. There is no indication the device was inflated over the rated burst pressure. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 93% stenosed, 8.00mm in length target lesion was located in the moderately tortuous, calcified and 3.00mm in diameter left anterior descending artery. A 3.0mm x 8mm quantum maverick balloon catheter was advanced for pre-dilatation. However, during the first inflation, the balloon ruptured. The device was completely removed and the procedure was completed with another 3.0mm x 8mm quantum maverick balloon catheter. No patient complications were reported and the patient's status was stable.